Manufacturer narrative:
Additional information was received for this file. (B)(4) was received. No additional change to the file.

Manufacturer narrative:
The report received indicated that while flushing a f5 infiniti 110cm pigtail catheter, the user noted that the six holes on the side were missing. There was no report of patient injury as the device was not clinically used. The device was stored appropriately and only handled to flush the pigtail when the deviation was noted. The device was handled appropriately. There was no damage noted to the product packaging upon inspection prior to use and there was no reported difficulty removing the product from the packaging. The integrity of the inner sterile pouch was not compromised. Attempts to gather further information were unsuccessful. The product was returned for inspection. One non sterile cath f5 inf pig 110cm 6sh was received inside a plastic bag. No side holes were observed. No other anomalies were found. The punching process testing fpi/lpi and monitoring were reviewed and found to pass. Review of lot 17203216 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported ¿catheter (body/shaft) - no side holes (pigtail catheters)¿ by the customer was confirmed due to condition in which the product was received. According to the product instruction for use, users should not use the product if it is opened or damaged as was done in this case. An investigation has already been initiated to further investigate this issue.

Manufacturer narrative:
The gender of the patient is unknown. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The report received indicated that while flushing a f5 infiniti 110cm pigtail catheter, the user noted that the six holes on the side were missing. There was no report of patient injury as the device was not clinically used. The product is available for return. The device was stored appropriately and only handled to flush the pigtail when the deviation was noted. The device was handled appropriately. There was no damage noted to the product packaging upon inspection prior to use and there was no reported difficulty removing the product from the packaging. The integrity of the inner sterile pouch was not compromised.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 17203216 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was returned for inspection. Additional information will be submitted within 30 days upon receipt.